Manufacturer narrative:
The lot number ws not provided, therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that some time after implantation of a venacava filter, filter fracture was discovered. The filter was removed successfully. There was no reported patient injury.